Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump is not functioning as intended. Reportedly, when the customer presses buttons on the screen the screen shuts off. Customer had elevated blood glucose levels (424 mg/dl). Customer brought bg levels back to target range with manual injections. Customer indicated they will continue to use the pump for insulin therapy.